Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-30. Investigation summary : twenty-six (26) samples were received by our quality team for evaluation. On the one used sample, a damaged barrel, barrel tip damage, and rubbed off scale line printing was observed. From the twenty-five representative samples, twenty five samples were observed with a damaged barrel and rubbed off scale line printing and ten samples were observed with a damaged barrel tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the syringe machines and matched a potential area which could have led to the damaged barrel. These nonconformances could have occurred at the assembly machine. The probable root cause could be due to damaged tablet. This will cause the syringe barrel tip to be unable to be fully seated in the lower tooling, which resulted to poor throw out at the leak test station. The defect could have been escapees which was failed to be removed by the production technicians from the line clearance resulting in flow to the subsequent process. The tablet was replaced and communication and training for the production technicians on this nonconformance will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ls experienced at least one case of device damage/deformation while still considered operable, and at least one case of scale marking issues. The following information was provided by the initial reporter: according to the customer's report, the following two issues were found during inspection on the product (302106) arriving. The scale marking was partially missing. The barrel was apparently deformed. These two issues were observed in several products in a carton.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ls experienced at least one case of device damage/deformation while still considered operable, and at least one case of scale marking issues. The following information was provided by the initial reporter: according to the customer's report, the following two issues were found during inspection on the product (302106) arriving. The scale marking was partially missing. The barrel was apparently deformed. These two issues were observed in several products in a carton.